Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). D4 lot number: corrected.

Event description:
It was reported that the device was leaking gas. The 10mm x 2.50mm in diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was leaking gas, and the guidewire could not enter the balloon. The procedure was completed with another of same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that the device was leaking gas. The 10mm x 2.50mm in diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was leaking gas, and the guidewire could not enter the balloon. The procedure was completed with another of same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that the device was leaking gas. The 10mm x 2.50mm in diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was leaking gas, and the guidewire could not enter the balloon. The procedure was completed with another of same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). D4 lot number: corrected device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Microscopic examination of the shaft identified a bunched and stretched inner wire lumen, at 19.2cm distal from the port exchange. Microscopic examination of the inner lumen found a pinhole perforation at the site of the damage. Microscopic examination of the device tip identified that the distal tip section was detached. A microscopic examination of the proximal and distal markerbands identified no damage. The encore device was verified before use by using the druck gauge. An attempt was made to inflate the balloon to its rated burst pressure (rbp) of 12 atmospheres (atm) as per instructions for use (IFU). However, due to liquid leakage through the distal end of the device, it was unable to reach rbp. The leak that was evident was consistent with the pinhole perforation in the inner wire lumen. It was not possible for the balloon to maintain pressure as liquid leaked out through the distal tip end of the device.